Event description:
The customer reported that their central nurse's station (cns) tower spontaneously shut down without indication of how it happened. There was no patient injury reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) tower spontaneously shut down without indication of how it happened. According to the customer, the cns was monitoring patients just fine when the unit went black and the lights turned off. Technical service (ts) asked the customer if they had changed the ac power cord or check the switch in the back of the unit on top of the power outlet connection to see if it was set to on. The customer stated that they would check and call back. Ts called the customer back and the customer reported that the issue was resolved. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.